Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient expired. Approximately one year after implant of their cardiac resynchronization therapy pacemaker (crt-p) device system, breakdown of the device pocket occurred and purulent drainage was noted. An infection was diagnosed. A local incision was performed and the pocket was irrigated. The patient was treated with antibiotics and the infection resolved over the next month and a half. Two months after the initial infection, the patient experienced a recurrence of infection. The cardiac resynchronization therapy defibrillator (crt-d) system was removed and the patient was started on antibiotics. The infection began to resolve but the patient's cardiac failure was aggravated. The patient later needed to be intubated and developed sepsis and renal failure. The patient subsequently passed away approximately two months after the relapse of infection. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.